Manufacturer narrative:
The physician reports that the systemic symtoms were not related to the collagen treatment the pt received. The disgnosis or etiology of these previously reported systemic symptoms will never be determined by the treating physician. The pt never sought any treatment from any other physician for the systemic symptoms.

Event description:
A pt reported she was treated on 1/3/97 into the glabella. On 1/4/97, she developed a high fever, headache, confusion, and redness in the area of injection. The redness resembled a bullseye, and became more purple and bruised over the next few days. Then the skin in the area turned yellow and began to ooze. A few days later, a "plug of skin fell off of (her) face." A dime sized, elongated dent was left in the forehead, and she had itching,. She "squeezed the collagen around the dent into the dent to fill it in. "On 11/21/97, contact with the physician revealed that the pt did not report the systemic symptoms of confusion, headaches, and fever to the physician; the symptoms were not treated by him and the pt was not examined relative to these symptoms. He could not state the etiology of these alleged systemic complaints but believed they were probably not related to collagen. The physician stated the pt had a 1/2 cm scar, a dent in the glabellar region without residual color change; he believed the scar was residual from a necrosis. No medical or surgical intervention was prescribed or planned.